Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited stuck within the biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to abrasion marks were found approximately 40mm and 250mm from the tip within the curved section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.